Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a gradual increase of the shock impedances since implant procedure. At this time the measurements are high out of range. The technical services (ts) discussed troubleshooting options and recommended to perform a defibrillation threshold (dft) and a x-ray for placement reevaluation. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a gradual increase of the shock impedances since implant procedure. At this time the measurements are high out of range. The technical services (ts) discussed troubleshooting options and recommended to perform a defibrillation threshold (dft) and a x-ray for placement reevaluation. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: high impedance code added.

Manufacturer narrative:
Correction: b5 and high impedance code added, this is not reportable.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a gradual increase of the shock impedances since implant procedure. At this time the measurements are within normal limits. The technical services (ts) discussed troubleshooting options and recommended to perform a defibrillation threshold (dft) and a x-ray for placement reevaluation. This electrode remains in service. No adverse patient effects were reported.